Event description:
It was reported that the patient had been charging all weekend and hadn¿t seen an improvement in the implantable neurostimulator (ins) battery level. A coupling problem was reported; none of the coupling boxes were shaded. Turning the dial, repositioning the antenna, and the antenna locate (al) feature were reviewed all of which resulted in zero coupling boxes. When asked if the patient had ever been able to get any of the coupling boxes shaded, the patient reported last week in the office they got two which was the most they had ever gotten. The patient reported that she was not feeling stimulation and her patient programmer (pp) wasn¿t working. When the patient tried to turn stimulation on with the implantable neurostimulator recharger (insr), she got the message telling her to charge her ins. It was reviewed the ins wasn¿t charged enough to turn stimulation on. It was reviewed the patient would need to charge the ins before she could turn stimulation on, and with none of the coupling boxes shaded the ins would charge very slowly. It was noted the coupling problem had been an ongoing issue since the device was implanted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).